Event description:
Middle-aged male with recent history of chest pain. Procedure: cardiac catheterization with stent. During the procedure, the terumo run though wire tip broke off in the vessel. The tip is retained in the native lad (left anterior descending artery). The tip was left in by decision. No known harm to patient at this time. Patient discharged the next day. Manufacturer response for wire, guide, catheter, runthrough (per site reporter). Will obtain.